Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a motor error alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer checked the drive support cap, and noticed that it was protruded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.